Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip was returned for product evaluation. The returned sample included the arteriotomy locator, hemostasis sheath, guidewire, a polyfoil bag with carrier tube and a header bag. The device was visually inspected and found to have been in unused condition. The carrier tube in the polyfoil bag was inspected, and bypass tube was present at the distal tip of the carrier tube with anchor intact. No other damage or issue with the device was identified. Functional testing was performed by manually pulling on the anchor. The anchor, suture, tamper tube, and collagen were able to deploy as intended. The complaint cannot be confirmed for the alleged issue. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device had no thread or anchor.